Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface and system controller pcb assemblies along with unrelated parts, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported issue was that two switches from the user interface pcb assembly, designators sw36 and sw37 from the on/off switch, were worn. The worn switch functioned but caused additional pressure to activate.